Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The pump began to charge after being plugged in for at least 30 minutes. Tandem technical support decided to send a replacement charging cable and wall adapter to satisfy the customer. If the pump battery depletes before the new supplies arrive, the customer was advised to contact their healthcare provider for a backup insulin therapy method.